Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to high o2 concentration alarm and internal leakage test failure during pre-use check. Identification of issue has been done by analyzing problem description and service report. The issue was resolved by replacing o2 gas module. The issue was reportable due to the fact that the issue unit may lead to stop of ventilation or low o2. The device's logs and the claimed part were not available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).